Event description:
It was reported that during testing the product was leaking. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one video was provided by the customer. The failure mode was confirmed through the analysis of the video because one of the subassemblies was leaking. Through the manufacturing process verifications, it was not possible to identify a source where the tube may be damaged or cut, and in consequence this complaint may not be attributable to manufacturing process. Without the physical sample of this complaint, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. No discrepancies or anomalies were observed during the manufacturing of this lot.